Event description:
Since home antigen tests for covid became available, I've tested myself with various different brands. Due to my occupation (primary care physician in pediatrics), I am exposed to various viral pathogens on a regular basis, so I've tested with a fair amount of frequency over the past few years. When I test with a quidel quickvue home covid test, I always get a positive result. Some have been faint positives, and some have been definite positives (like the one I took last night). I also recently used a cvs brand home covid test and the same thing happened - it was positive, but I was negative on other brand tests. I wasn't surprised when I realized that the cvs brand test components look exactly like the quickvue components, and both quickvue and cvs brand tests are manufactured by quidel. Every time I've tested positive on a quidel-manufactured test, I've retested using either a different brand home antigen test, or I've gone to get a pcr, and those have all been negative (aside from the one time that I did indeed have covid and tested positive on every test I took). Listed below are the dates that I had a false positive test and which brand it was. (B)(6) 2021 and (B)(6) 2021 (both quickvue) (B)(6) 2021 and (B)(6) 2021 (both quickvue) (B)(6) 2021 and (B)(6) 2021 (both quickvue) (B)(6) 2023 and (B)(6) 2023 (both cvs brand, manufactured by quidel) (B)(6) 2023 (cvs brand, manufactured by quidel) in the research I've done re: false positive quickvue/cvs quidel rapid antigen tests, I've learned that there are others like me, who get a false positive anytime they use one of these tests. Interestingly, I read something that said that people who repeatedly have these false positives also have an autoimmune disease. This tracks for me - I am still in the workup process, but we suspect I have an autoimmune disease, likely sjogren's syndrome. I will attach a photo showing the cvs quidel test I did yesterday ((B)(6) 2023) that was positive (top of photo), and the flowflex test I did today that is negative (bottom of photo). I do also have photos of all of the false positive tests done on the dates I listed above, and am happy to share them if needed. Reference report #mw5147403, #mw5147405, #mw5147406, #mw5147407, #mw5147408, #mw5147409, #mw5147410, #mw5147411.